Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history record did not reveal any mfg deviations or anomalies. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported event based on the provided info. Provided info stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
(B)(4) for possible infection and hematoma.